Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the thigh on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the thigh, which is off label usage of the device on 07-11-2024. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed due to the finding of a missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.